Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during cardiac ablation radio frequency ¿ rf application resulted in noise reversion episodes on the pulse generator. The noise reversion resulted in pacing; noise reversion was turned off to avoid unnecessary pacing. It was noted that possible magnet interaction or possible alteration resulted in undersensing. No programming changes were required as the procedure was completed without any consequences to the patient.